Manufacturer narrative:
Block h6: imdrf device code af1001 captures the reportable event of procedure aborted under general anesthesia.

Event description:
It was reported that during preparation, the polyethylene glycol (peg) powder was solidified and could not be dissolved, the procedure was discontinued. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.